Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen using coolcore applicator, and to the flanks using coolcurve applicator, both treatments were done on (B)(6) 2013. The patient developed paradoxical hyperplasia (pah/ph) approximately 4 months after treatment. Ph was described as hardness in the lower abdomen area and enlargement in the lower abdomen. The patient's description of the treatment area and the onset were consistent with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen using coolcore applicator, and to the flanks using coolcurve applicator, both treatments were done on (B)(6) 2013. The patient developed paradoxical hyperplasia (pah/ph) approximately 4 months after treatment. Ph was described as hardness in the lower abdomen area and enlargement in the lower abdomen. The patient's description of the treatment area and the onset were consistent with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.